Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards as it remains implanted in the patient. The edwards sapien 3 ultra valve and the edwards sapien 3 valve with the edwards sapien 3 ultra delivery system and accessories are indicated for use in patients with severe, symptomatic, calcific aortic valve stenosis who are judged by a heart team, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical comorbidities unmeasured by the sts risk calculator). ¿valve embolization requiring intervention¿ and ¿valve deployment in unintended location¿ are adverse events listed in labeling. Per ultra training manual, ¿possible reasons for ventricular embolization: thv inaccurately positioned too low (ventricular), anatomical features (i.e. Narrow / calcified stj). Ventricular embolization management: do not remove the wire. Maintain wire position. Consider cpb and surgical intervention.¿ during the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate that on pod1, during the procedure to remove the embolized 23mm sapien 3 ultra valve, the leaflets of the implanted 26mm sapien 3 ultra valve may have been damaged when the embolized valve was pulled through the 26mm sapien 3 ultra valve. Although leaflet damage was not confirmed, a 29mm sapien 3 ultra valve was deployed within the 26mm sapien 3 ultra valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-01021.

Event description:
As reported by our affiliate in the (B)(6), a sapien 3 ultra valve embolized into the ventricle post deployment. During valve retrieval, the second sapien 3 ultra valve leaflets may have been damaged. A third sapien 3 ultra valve was deployed within the second valve. During a transfemoral tavr procedure, 4 failed attempts were made to deploy a non-edwards portico self-expandable tavr valve. Due to patient factors, ¿very low¿ annular calcification, the portico valve could not be deployed. The decision was made to deploy a 23mm sapien 3 ultra valve. Post deployment, the sapien 3 ultra valve embolized into the left ventricle, but remained on the wire. Since the patient was not stable, and the valve in the ventricle was not moving, it was decided to implant a 26mm sapien 3 ultra valve. The 26mm valve was deployed and functioning well. The patient was transferred to recovery with the guidewire and initial valve still in the ventricle. On postoperative day (pod) 1, the patient was returned to the or. A procedure to remove the embolized valve was performed. The initial sapien 3 ultra valve was snared. While performing cardiac massage, the initial valve was brought through the deployed 26mm sapien 3 ultra valve and deployed in the descending aorta with a covered stent. After passing the initial valve through the second valve, it was thought that the second valve could have been damaged. A 29mm sapien 3 ultra valve was then successfully deployed within the 26mm sapien 3 ultra valve. The patient was alive at the end of the procedure; however, was not able to tolerate the procedure and expired that night. All valves remain implanted in the patient. The native annular valve area measured 400mm2 by CT. ¿low¿ annular calcification was reported.